Event description:
A complaint was from an insulin dependent diabetic that stated glucometer 3 with memory is not working correctly. Patient states that meter has been reading low for most of the day. Results were in the 30-40 mg/dl range. Pt went to the hospital where a blood sugar test was performed (method unknown) and a result of 450 mg/dl was reported. Pt was retained at the hospital for a couple of hours. They gave patient insulin and sent pt home with a blood sugar of 120 mg/dl. While on the phone an evaluation of the system was conducted. The customer did not have any information relative to the lot number of reagent or control. Therefore no reagnet troubleshooting could be done. A request was made to return the instrument. In the meantime a replacement system was provided.